Event description:
New information received notes the patient was asymptomatic. No changes were made to fully address the undersensing as the observation was rare, but some programming changes were made to tachycardia zones. There were no other complaints on the implantable cardioverter defibrillator (ICD). The ICD was monitored. The patient was stable.

Event description:
It was reported that premature ventricular contractions (pvcs) followed by r waves undersensed by the implantable cardioverter defibrillator (ICD) were observed. Programming changes were recommended. There were no patient consequences.